Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when they disconnected primary IV set from anti-siphon valve there was 2-3ml of fluid that leaked out. The customer reported the following infusion setup, morphine pca 1ml/hour which was connected to primary set distal smartsite that had ns infusing at 5ml/hour. A secondary infusion of mycophenolate infusing at 154ml/hour was connected to ns primary set proximal smartsite. The anti-siphon valve was connected to ns primary set male luer and all 3 infusions were infusing through anti-siphon valve. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.